Event description:
The event is reported as: complaint alleges: it was reported that "when the customer changed her bag, she noticed the urine wasn't flowing into the bag as normal. The customer changed the bag for another new bag and the urine flowed into the bag as normal." No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for eval. No conclusion can be established at this time based on the lack of defective of sample. It is necessary to have the physical sample in order to perform a proper investigation. However, this complaint was notified to the personnel involved in the manufacturing process, and the manufacturer will continue to monitor and trend relating complaints.